Event description:
International affiliate reported that the surgical drain was placed following hysterectomy and removed on post-op day two. The patient's greater omentum was observed entangled to the drain. An extension of the drain incision was made to release the omentum and removed the drain. The patient is currently in stable condition.

Manufacturer narrative:
D4, h4 - the actual device associated with this event is not known. International affiliate reports the following possible products: lot 44705isp, mfg date: 7/17/2006, exp: 08/31/2011. Lot 44756isp, mfg date: 07/26/2006, exp date: 09/30/2011. Lot 44824isp, mfg date: 08/15/2006, exp date: 09/30/2011. H-6 conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.